Event description:
During gamma3 surgery, when the surgeon tried to tighten the set screw after inserting the 80mm lag screw, the set screw could not be tightened smoothly. Then the surgeon changed the lag screw to 85mm lag screw, the set screw could be tightened. There was 10 minutes delay in the surgery. The surgeon feels that something intervened when the first tightening of the set screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: device inspection could not be performed as the device was not available for investigation. The DHR review revealed no discrepancies in manufacturing or material. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity.

Event description:
During gamma3 surgery, when the surgeon tried to tighten the set screw after inserting the 80mm lag screw, the set screw could not be tightened smoothly. Then the surgeon changed the lag screw to 85mm lag screw, the set screw could be tightened. There was 10 minutes delay in the surgery. The surgeon feels that something intervened when the first tightening of the set screw.